Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not specified whether the patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the extraneal bag was incorrectly connected to the supply line. The patient then disconnected and reconnected the bag, prior to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.